Event description:
It was reported that prior to starting a da vinci assisted surgical procedure, the staff encountered error 23065 when using the deploy for draping button. It was noted that the column could still be adjusted using the joystick without issue. A hard power cycle was then performed, but this did not change the error condition, and the team proceeded with the procedure setup. There was no report of patient involvement or reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. The fse replaced the motor to resolve the issue. The system was tested and verified as ready for use. This unit was returned for failure analysis (fa). The reported issue was confirmed in the field logs but could not be replicated during fa. The unit was installed on a system and functioned as intended, including when the patient side cart (psc) touchscreen deploy button was pressed. Visual inspection did not identify any factors that could be related to the reported event. Based on these results, fa could not determine the root cause of the reported event.